Event description:
The caller reported, she was aware that the inner cannula to the trach tube can unclip when there is torque placed on the hub. She reported that the equipment gets heavy and the weight is sufficient to dislodge the inner cannula. She reported, the inner cannula was not only unclipped but pulled out part way and twisted (again, by the weight of equipment to which it is attached). The caller could not provide any specific pt event info where medical intervention was required. There was no sample available and the caller did not have a lot number or the model and size of a tube.

Manufacturer narrative:
The lot number is unk therefore, the date of MFR can not be determined. The tube was unavailable for failure investigation. The model is unk therefore, 510(k) cannot be determined. No analysis or conclusions can be made without the device or the lot number. Info has been added to the database for trending purposes.